Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited wireless alerts of atrial tachycardia/atrial fibrillation (at/af) having to be manually reset. The ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.